Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle came apart with the inserter during insertion. Customer stated the inserter was pulled straight up and the sensor needle was attached to the inserter. Customer's blood glucose was unknown. The customer also reported receiving a calibration error alert with the sensor. Customer agreed to return the sensor for analysis.